Event description:
It was reported that during a total knee surgery that the blade broke at the mount. It was further reported that no broken pieces fell into the surgical site. It was reported that another blade was available to complete the procedure successfully.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number information was provided for further investigation.